Event description:
It was reported that the patient presented for interrogation of the device. It was discovered that the right ventricular lead exhibited oversensed noise and elevated pacing impedance. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2022. The patient was stable.